Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the balloon came off the shaft. A 3.00 mm x 15.00 mm agent drug-coated balloon (dcb) was selected for a coronary artery disease (cad) treatment. During the procedure, the balloon came off the shaft. The device was removed. There were no patient complications, and the patient was fully recovered after the procedure.